Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 9. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.